Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found damage to the table's column shrouds and base cover. The technician also found that there was no power output from the table power supply which may be indicative of fluid intrusion. The observed damage to the column shrouds and base cover is typical of items being stored on the table base. When the table is commanded to lower, the tabletop contacts the items resulting in the reported event. The 4085 surgical table's operator manual states, "warning-personal injury and/or equipment damage hazard: do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury. Failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The operator manual further states, "warning - do not store items on base personal injury hazard/equipment damage. Storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step on or store items on base!" The steris account manager performed in-service training on the proper use and operation for the 4085 surgical table, specifically the importance of not storing items on the table base. The technician repaired the 4085 surgical table, tested the function and operation, confirmed the table to be operating to specifications and returned the table to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure user facility personnel commanded their 4085 surgical table to lower in height. The table stopped lowering and personnel observed damage to the column shrouds. User facility personnel elected to proceed with the procedure which was completed successfully. No report of injury.